Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) declared end of life (eol) and was pacing at vvi-50. During the replacement procedure, the physician was using cautery which caused a power on reset and changed the rate to 65 with unipolar pacing. It was noted that the patient had previously fallen down and broke her hip which is why she was brought to the hospital. It was also noted that the patient was non-compliant with her device follow up appointments. It is unknown if the device at eol had any relation to the patient's fall.

Manufacturer narrative:
The device is scheduled to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.